Event description:
It was reported by a customer on (B)(6) 2011, there was water sealing due to tissue around the fiber tip and decreasing fiber vaporization efficiency at 35,140 joules. No pt injury was reported.